Manufacturer narrative:
Result - foot left load cell.

Event description:
It was reported by service report that the scale was inaccurate. No patient involvement or adverse consequences were reported.